Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -7.50/1.0/89 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was exchanged with a longer length lens. This resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
(B)(4).